Manufacturer narrative:
The customer's provided calibration and qc data were ok. The customer provided samples for both patients for investigation. The investigation reproduced the reactive elecsys anti-sars-cov-2 results. Tested with creative diagnostics covid19 igg/igm rapid test, patient 1 was reactive and patient 2 was non-reactive. Tested with surescreen diagnostics covid19 igg/igm rapid test cassette, both samples were igg/igm non-reactive. The investigation determined the appearance of discrepant reactive results is rare (<0.2% of all samples) but to be expected for a serological assay. The lot-to-lot variation for patient 1 was due to a slightly higher sensitive lot 494813. The performance of lot 496298 is equivalent to the previous lot used for assay verification and performance testing. Further clarification of the observed discrepancies is not possible with available methods and the current state of the art. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable false positive elecsys anti-sars-cov-2 results for two patients on a cobas 8000 e 602 module. The customer received the questionable results during a method comparison study. For patient 1, the customer performed method comparisons with two anti-sars-cov-2 reagent lots, performed pcr testing, and serology testing on three other instruments. The other instruments used for testing were abbott, diasorine, and neuroimmune. For patient 2, the sample was only tested with one anti-sars-cov-2 reagent lot. No repeat testing was performed. The expected results for patient 1 were negative due to pcr and other instruments providing negative results. The expected result for patient 2 was negative due to the date of specimen collection, (B)(6) of 2019. Patient 2 is a (B)(6) female. The e 602 module serial number is (B)(4).